Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a hms plus instrument, it was reported that the controls for the unit were out of range compared to another unit that used the same cartridges. The use of the instruments was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Update to b5: medtronic received additional information that the observed error code associated with this event was the >12% channel difference. The lot numbers of the used cartridges were 0228991073 and 0228427074. Electronic controls were performed daily and liquid controls weekly. Additional review of the event shows that there is no information to reasonably suggest that the >12% channel difference, which caused the instrument to provide out-of-range controls when compared to another unit using the same cartridges mentioned in the initial report, may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported issue of the controls being out of range was verified during service. The instrument would not power up during inspection. The service technician noticed that the power entry module had a defective solder joint on the ground wire. The issue was resolved by replacing the power entry module. The service technician resolved the issue of the controls being out of range by recalibrated the the lift wire/lift bar to 0.296 inches. The service technician then ran the instrument in diagnostics 750 for 65 cycles with no problems. Preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.